Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut without forming all the staples correctly. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information: is it possible to find out how the procedure was completed? The non-stapled mucosal tissue was sutured. Did the patient experience blood loss? If so, please quantify the amount of blood loss. No. Did the patient require a blood transfusion? If so, how much blood was transfused? No. How was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Na. What colour was the reload used? Na. Does the surgeon normally use a purse string technique? Yes. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Na. What confirmation did the surgeon receive that the anvil was firmly attached? Na. When the device was fired, what was the location of the indicator within the gap setting scale? 0.75mm. Was buttressing material used? No. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Crunch hear. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? No. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Pph procedure - no anastamosis. What were the results of the tests/examination? Non stapled mucosal tissue was sutured. What were the medical indications for surgery? Prolapse & hemorrhoids. What was found during surgery? Unk. Did the patient receive a temporary ileostomy or permanent colostomy? No. Does the patient have any relevant history of surgical treatments? No. Has the patient recently had radiation or chemotherapy? Unk. What are the surgeon¿s pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? No. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Na. The analysis results found that the device arrived in good visual condition. Additionally, five staples, partially formed, were received in a plastic bag. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.